Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Observation revealed that the anchor was not present with the device, and the suture fiber was not contained inside. Because the anchor was not returned, complaint could not be confirmed. The most likely cause for the reported failure can be attributed to user error due to improper bone prep; misaligned insertion; prying/leveraging the device during insertion. - unrelated: observation revealed unknown discoloration along the shaft. - refer to photos #1-3.

Event description:
It was reported that during a bankart repair, the implant failed to anchor and fell out off the bone. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.